Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by "pus coming from pd catheter", decreased level of consciousness and feeling unwell. The cause and treatment for the event was not reported. On an unreported date, the patient was hospitalized for the event. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.